Manufacturer narrative:
One 7x25mm biosure ha screw returned. This implant was received in used but very good condition. Dimensional inspection verifies that this is a 7x25mm product. The procedure was an acl reconstruction. There are no signs of stripping on the screw head that would cause the driver to slip. The complaint said¿ when twisting, the anchor came into being slip¿. There is a small scuff or scrape mark on the outer diameter of the head. This is the only imperfection noted on the surface. No root cause associated with the manufacture of this device could be supported. No further investigation warranted.

Event description:
It was reported that during an acl reconstruction procedure, when twisting, the anchor came into being slip. A same model backup device was utilized to complete the surgery. The surgery extended 20 min. No patient injury or complications were reported.